Event description:
A cartridge change error was reported. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to remove and inspect the cartridge, ensure cleanliness of the pump¿s pneumatic tap, and follow on-screen instructions to resolve the issue. Customer successfully completed the loading process and resumed insulin therapy.